Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose and had a blank display. The customer¿s blood glucose level was 456 mg/dl at the time of the incident. Customer treated with insulin pump and manual injection for high blood glucose and getting insulin flow block on her insulin pump and display was flashing, white, or blank. Customer stated that the display was not blank less than 30 seconds and did not return. Customer stated that display was blank currently. Customer stated that the insulin was exited. Customer stated that the contacts on the battery cap, battery compartment or spring are neither missing nor damaged. The customer was assisted with troubleshooting and the display did not return. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will not be returned for analysis.